Event description:
It was reported by svc report that the power inlet is broken. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Power inlet module.